Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 corrected data: h6 (component code), e2, g2 a getinge field service engineer (fse) states service has been deemed not necessary. The root cause was determined by speaking with on-site biomedical technician. Biomed had found the issue to be that the unit was not fully seated. After reseating, the battery immediately started charging. The fse requested that biomed allow the battery to get up to 25% as judged from the indicators on the battery itself, then remove it from the bay and allow the unit to charge the other battery to ensure that both bays are appropriately working. This was confirmed, and both batteries have since gotten back to full. No service has been performed on the unit, and no parts were changed. This is being classified as a user error.

Event description:
It was reported that during pre check the cardiosave intra aortic balloon pump (iabp) was not powering on or charge the batteries. There was no patient involved.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during pre check the cardiosave intra aortic balloon pump (iabp) was not powering on or charge the batteries. There was no patient involved. A getinge field service engineer (fse) states service has been deemed not necessary. The root cause was determined by speaking with on-site biomedical technician. Biomed had found the issue to be that the unit was not fully seated. After reseating, the battery immediately started charging. The fse requested that biomed allow the battery to get up to 25% as judged from the indicators on the battery itself, then remove it from the bay and allow the unit to charge the other battery to ensure that both bays are appropriately working. This was confirmed, and both batteries have since gotten back to full. No service has been performed on the unit, and no parts were changed. This is being classified as a user error.